Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the handle was stuck and detached in pieces from the main body. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(6) has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device had bent wires and was not seating the cutter properly and the comb and gear were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet australia on (B)(6) 2017 revealed that the handle inner gear stuck on bottom roller and dismantled. The pretest could not be performed due to bent comb. It was also noted that the device had worn handle, side plates locking pins and roller. The technician also suggested to replace carrier, shoulder bolts, washers and side plates. Repair of the skin graft mesher was performed by zimmer biomet (B)(6) on (B)(6) 2017 which included replacement of the side plates, roller, bearings, washers, shoulder bolts, cap nuts, gear, comb, detents and handle screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the handle inner gear stuck on bottom roller and dismantled. The root cause of the reported event was due to handle inner gear stuck on bottom roller. The issue was resolved with the replacement of the side plates, roller, bearings, washers, shoulder bolts, cap nuts, gear, comb, detents and handle screws.. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the handle became stuck and detached in pieces from main body during surgery. There was a slight delay. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.